Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same pt involving two separate products mdrs #1225714-2014-02387, 1225714-2014-02388, 1225714-2014-02389 and 1225714-2014-02390.

Event description:
The plaintiff's attorney alleged that the decedent experienced weakness, hypotension and inadequate flow on (B)(6) 2012 and a cardiovascular event and subsequently expired on (B)(6) 2012 after the use of the product.